Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak that was visually observed from a crack in the dialyzer header. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
This event represent a reportable malfunction in which a user facility reported that a dialyzer blood leak occurred during hemodialysis (hd) therapy; therefore a malfunction MDR will be generated and filed.

Manufacturer narrative:
This event represent a reportable malfunction in which a user facility reported that a dialyzer blood leak occurred during hemodialysis (hd) therapy; therefore a malfunction MDR will be generated and filed.